Event description:
When IV technician was using the bd precision glide 18g x 1" tw (1.2mm x25mm) needle and drawing up fluid into a 10ml syringe there was one needle in the vial attached to the syringe but another needle from within the needle came into the 10ml syringe so there were 2 metal needles in one. This was discarded and not used on any patient, not found any other time from this lot which was at the end of the box. Lot was 4060181 exp 2029-05-31.